Event description:
Follow up information received reported that the ins was able to "turned" and could be recharged. The problem was reported as "solved" with the ins reported as working without any problems. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient was unable to charge the implantable neurostimulator (ins). It was stated that the recharger can connect with the ins but it did not charge. There were zero bars out of eight, meaning that the rate of charge transfer was zero. X-rays were taken and they did not show an ins flip. A different recharger was used and got the same result. A battery over discharge was suspected. A surgery was planned where they were going to do intraoperative testing with the recharger. If that is not success the ins will be replaced. It was reported that there were no patient injuries or symptoms related to the event and the patient was alive without injury or adverse event. No further information was provided. If more information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4). (B)(6).